Event description:
Plaintiff was employed as a dental assistant and medical technologist who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges developing a latex allergy.